Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found. The cause of the output anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room after receiving hv therapy, an alert for possible hv lead damage was observed. Therapy was turned off and medication changes were made. The lead was capped and replaced to resolve the issue. The device was explanted and replaced as well since the new implanted lead was not compatible with it.